Event description:
It was reported that the patient presented to the clinic with episodes of aborted shock due to noise. High impedance and increase in threshold were noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.